Manufacturer narrative:
Concomitant medical products: product ID 3778-75, lot# va124wm010, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer had surgery on (B)(6) 2016 due to postherpetic neuralgia. On (B)(6) 2016, it was found the resistance was abnormal at contact 2. So the doctor has to do second surgery to explant the lead on (B)(6) 2016 and implanted with a new one. The doctor thought it was quality issue. Now the patient was stable.

Manufacturer narrative:
Analysis found the #2 conductor was broken 1.6 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code has been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.